Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 and replaced both vacuum waste valves. The fse tested the instrument by loading several reagent cartridges and running controls. Customer will continue to monitor.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that reagent probes in unicel dxc 600i synchron access clinical system are leaking unknown liquid onto covers. Hotline recommended the use of personal protective equipment (ppe) before troubleshooting and advised customer to treat liquid as potential biohazard. No fumes produced and customer was not harmed nor needed medical treatment from exposure to leakage.